Event description:
It was reported that the physician experienced difficulty advancing the right ventricular (rv) lead through two sheaths. Upon removing the lead from the sheath, the physician noted that the lead body felt "rough." The lead was not implanted; another lead was opened and advanced through the same sheath with ease. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The proximal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. The inner insulation of the lead became extrinsically distorted due to kinking/buckling, and the outer insulation of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual summary analysis of the lead indicated damage at implant and stretching. (B)(4).